Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt results were obtained for a vitros quality control fluid processed using vitros chemistry products phyt slide lot 2615-0164-2610, on a vitros 4600 chemistry system s/n (B)(4). The most likely assignable cause of the lower than expected vitros phyt quality control results is an instrument performance issue, as results of a pre-service vitros phyt within-run precision test was outside performance guidelines, indicating that the vitros 4600 chemistry system was not performing as intended. In addition, the incubator pad reflectance test was repeatedly outside acceptable limits, which also indicated an issue with the instrument. Following service actions to the immunorate, incubator, and reflectometer subsystems, acceptable within run precision results and qc results were obtained, indicating that the instrument has been returned to expected performance.

Event description:
A customer obtained higher and lower than expected vitros phyt results for non-vitros and vitros quality control (qc) fluids, when compared to the customer established means. The results were generated using vitros chemistry products phyt slides processed on a vitros 4600 chemistry system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho was not made aware of any allegation of patient harm due to the event. However the investigation cannot rule out that patient results were not or would not be affected if the event were to recur undetected. (B)(4).